Manufacturer narrative:
Manufacturer's report date 2/5/1998. The instrument was not returned to the MFR, however, the user facility tested the instrument by performing a mechanism inspection and volume accuracy testing and no fault was found. The MFR requested pt info, but the user facility could not provide it. This report was filled out by the MFR.

Event description:
It was reported that an overinfusion occurred. Rate was set to deliver 100ml at a rate of 4ml/hr over 24 hours. The 100ml infused in 18 hours. There was no resultant patient complication.